Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9007855 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200799270, 200799151, 200799148] noted that did not pertain to the complaint. There were two (2) notifications [200799347, 200798540] noted for missing scale lines. There was one (1) notification [200798440] noted for slanted scale lines. There was one (1) notification [200798697] noted for double print. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328431; batch no: 9007855. It was reported that before use of the bd ultra-fine¿ insulin syringes 3/10ml the scale markings are not accurate. The following information was provided by the initial reporter: "consumer reported: scale markings are not accurate. Stated the markings are counting in "two's" ( 2,4,6, 8 ,10 etc..,) but then, she mentioned, that the bigger numbers on the syringe is 5, 10, 15, 20, 25, 30 stated, she normally use, 1ml, 30g, 12.7 syringe and her doctor switched her without her knowledge. Consumer did not use any syringes from box".

Event description:
Material no: 328431, batch no: 9007855. It was reported that before use of the bd ultra-fine¿ insulin syringes 3/10ml the scale markings are not accurate. The following information was provided by the initial reporter: "consumer reported: scale markings are not accurate. Stated the markings are counting in "two's" ( 2,4,6, 8 ,10 etc..,) but then, she mentioned, that the bigger numbers on the syringe is 5, 10, 15, 20, 25, 30 stated, she normally use, 1ml, 30g, 12.7 syringe and her doctor switched her without her knowledge. Consumer did not use any syringes from box."

Manufacturer narrative:
H.6. Investigation summary: customer returned ten (10) 30g x 12.7mm, 0.3ml bd insulin syringes in a sealed polybag from lot 9007855. Consumer reported the following: scale markings are not accurate. Stated the markings are counting in "two's" (2, 4, 6, 8, 10 etc..,). But then, she mentioned, that the bigger numbers on the syringe is 5, 10, 15, 20, 25, 30. Stated, she normally use, 1ml, 30g, 12.7 syringe and her doctor switched her without her knowledge. All 10 returned syringes were examined, then tested using a 0.3ml plug gauge, and all 10 tested within specification. Since no evidence of manufacturing defects was observed, the alleged issue could not be confirmed. Given that the customer had switched between using 1ml syringes (which use a scale that is marked every two units) and 0.3ml syringes (which use a scale that marks each single unit), it is likely that the customer was unaware of the difference between each syringe product, thus, leading to this complaint. A review of the device history record was completed for batch # 9007855 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. There were two (2) notifications (B)(4) noted for missing scale lines. There was one (1) notification (B)(4) noted for slanted scale lines. There was one (1) notification (B)(4) noted for double print. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
Material no: 328431 batch no: 9007855. It was reported that before use of the bd ultra-fine¿ insulin syringes 3/10ml the scale markings are not accurate. The following information was provided by the initial reporter: "consumer reported: scale markings are not accurate. Stated the markings are counting in "two's" ( 2,4,6, 8 ,10 etc..,) but then, she mentioned, that the bigger numbers on the syringe is 5, 10, 15, 20, 25, 30 stated, she normally use, 1ml, 30g, 12.7 syringe and her doctor switched her without her knowledge. Consumer did not use any syringes from box."